Event description:
Reporter stated that another fail to cycle with cub 750 ventilator while in the CPAP mode. The pt coughed and the high pressure alarm activated, then the ventilator went fail to cycle.